Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2010. It was reported the pt experienced a sudden loss of stimulation from her ipg. A fluoro was performed, however, no anomalies were noted. The ipg was explanted and replaced. The explanted ipg was not returned to the manufacturer for analysis. No pt complications were reported as a result of this event.